Event description:
The endeavor rx drug-eluting stent was implanted to the mid lad and one endeavor rx drug-eluting stent was implanted to the 1st obtuse marginal (MFR report# 2953200-2009-01074). An acute non-stemi is reported to have occurred on the day following index procedure. Investigator reported an elevation in cardiac enzymes after procedure. A repeat angiography is reported to have been performed. Investigator was indicated that the target lesion was involved, but that event was not related to the study stent. Location of infarction was reported as anterior. Investigator assessed the event as a non-q-wave mi. A ptca revascularization was carried out at the distal lad the day after index procedure. One endeavor rx drug-eluting stent was implanted. A ptca revascularization of the 1st diagonal branch was also carried out the day after index procedure. One endeavor rx drug-eluting stent was implanted. Investigator has indicated that events were not related to the study event. Pt was asymptomatic / free of symptoms at 30 day follow up and at 6 month follow up.

Manufacturer narrative:
Eval: results: myocardial infarction. Other (secondary intervention, revascularization).